Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cut tubing occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "the tubing was cut."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cut tubing with the incident lot was observed. Evaluation of the customer samples was performed and cut tubing was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10

Event description:
It was reported that cut tubing occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "the tubing was cut."